Event description:
It was reported that the patient experienced fluctuating blood glucose with episodes of hypoglycemia followed by overcorrection with a large carbohydrate intake, and the patient requested additional training on meal announcements and fingerstick use; troubleshooting and education were provided on using the 15-15 rule and confirming glucose by fingerstick. Symptoms included hypoglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included case review and patient education on proper hypoglycemia treatment and device use. Investigation of this case revealed no device malfunction and suggested user technique issues related to hypoglycemia treatment and meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.